Event description:
Patient (pt) called back and said the issue is still persisting. They said they can do prm but it wont pick up to start charging. Reviewed that during their last call pats had advised following up with healthcare provider (hcp)/rep. Pt says they saw a rep on september 9th. Offered to send a new recharger telemetry module (rtm) but pt became upset and said they have already been sent new ones. Pt then said the rep is calling back on the other line, so they disconnected the call so they could answer call from rep. Patient called back and said after discussing with their rep, they were told to call back and request a replacement battery pack since that's the only thing that still hasn't been replaced in their equipment. Patient repeated previously documented information about having trouble getting through passive recharge mode, and said they have to charge the implantable neurostimulator (ins) 3 times a day to make sure the ins battery won't turn off; patient confirmed they can feel stimulation and their setting is up rather high. Agent reviewed information from this case, along with other recent cases where patient received replacement equipment. Agent once again tried to explain they should meet with a rep in person for further diagnosis of the issue. The patient was frustrated and said they had already met with their rep (agent understood they referred to the call that started this case). Patient said even with the rep's alternative equipment the same issue would happen... Agent tried to explain the battery pack should not be influencing the issue they have with connectivity between devices, especially if the exact same issue happens with other sets of equipment, and their healthcare provider should check their equipment. Patient was insistent on wanting a new battery pack. Agent explained one will be sent, but if the issue persists, replacement of external equipment does not appear to be helping the issue and they should be seen by their h ealthcare provider. Patient said if this doesn't resolve, then they might need to "go back under the knife." Agent sent request to repair and closed case. Rep, with the pt on the line, called back, stating that the issue was persisting even after replacing the external devices. Caller repeated previously documented information. Caller stated that they couldn't even connect to the pt's ins using their clinician tablet. Agent transferred the caller to tech services for further assistance. Rep met with patient to address issue with not being able to recharge, other than in passive recharge mode. Patient has been recharging passive about 3 times a day to make sure he has therapy. Technical services(tss) had rep do disable and re-enable implant 2x and it didn't allow connection. Unfortunately, in doing the disable and re-enabled, patient lost stimulation. Rep said she can't connect with her tablet, and patient can't connect either, even with communicator or controller right over the implant. Back in sept. Patient was able to connect with controller if he held it over the implant, just as rep was able to connect with the tablet if communicator was over the implant. Since there was no connection made, rep couldn't get mdt file today. Passive recharge numbers were in the mid-90s to 98. Tss sent to email to lead to decide what to do with this implant. Caller is meeting with hcp today and is inquiring about next steps in terms of additional troubleshooting or possible explant. Technical services (tss) reached out to patient relations and principal tss to reach out to rep. Tss talked with manufacturer representative (rep) who was meeting with pt today. Tss reviewed troubleshooting that had been done (replacement of all externals), multiple sessions of passive recharging over the past several months as pt has continued to try to use their scs therapy, and disable device feature was unsuccessful. Caller noted that when disable device feature was performed on nov 11, the pt did feel stimulation turn off when this was done, which confirms the ins was reset successfully. Already sent warranty info to manufacturer representative (rep) earlier today. Additional information was received from the manufacturer representative (rep) stating as per technical services (tss) the cause of unable to connect to implant was not determined and it could be possible corrosion on the ind internal antenna. The issue was not resolved patient¿s battery was disabled and was unable to enable/restart battery again. Rep has not yet been notified of pt being scheduled for replacement. Additional information was received from the manufacturer representative (rep) stating per technical services (tss) the battery can¿t be recovered and will need to be replaced.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [intellis pain], model [97716], s/n (B)(6), revealed. Analysis found: electrical problem identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had his controller replaced once and reports they were able to interrogate patient's device with their tablet, implant (ins) is 80% charged, but patient is not able to connect to their implant. Caller reports patient is only able to perform passive recharge for about 10 minutes at a time, cannot turn stimulation up/down. Troubleshooting performed. With and without the recharger telemetry module (rtm) attached, patient is seeing no device found message. Tech mode performed, unable to pair the controller. Continue to see no device found message. Caller reports patient has been having ongoing issue since (B)(6) 2025 email sent to repair. Caller reports patient is seeing software problem: 1. Intellis 2. 3.6 3. 58 4. Qf_new reviewed error code. No patient impact or symptoms. Pt says that they got the new controller but says that when they try to charge ins and do prm it just says trying to recharge and then goes to the number screen and gets 95 for the high number. Pt did mention having a fall last week and says "that was due to a medication adjustment. While talking to the patient, they unplugged rtm and plugged back in and started prm but it still wouldn't pick up and start charging. Pt has gotten new rtm and controller but is still not able to charge. Redirected to hcp and rep.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Re-opened case to add email string that indicates replacement was scheduled for (B)(6) 2025. Technical services (tss) sent email to ross fleck and amy arteaga to check on ins replacement status and if the ins has been sent back to mdt. Technical services (tss) responded back to ross fleck about the type of return mailer kit to use for returning ins. Ross mentioned implantable neurostimulator (ins) is headed to medtronic.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.